Manufacturer narrative:
Product event summary: the pscc100 pulseselect catheter with lot 0012690774 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment, on the spiral array segment an inverted array was observed. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. During functional testing, the generator terminated the therapy delivery due to system error #2000 (there was an electrical current error). Electrical continuity test revealed an open loop on the electrode #1, 2, 3 wires. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter subcomponents. During the inspection of the shaft segment, entangled electrode wires were observed, along with broken wires for electrodes #1, #2, and #3. Additionally, the insulation on one of the electrode wires insulation was found to be burnt or damaged. In conclusion, the catheter failed the returned product inspection due to a broken electrode wire in the shaft, an inverted spiral array, burnt/damaged electrode wire insulation in the shaft, and tangled electrode wires in the shaft region. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, an error message was received indicating that there was an electrical current error. The guidewire and tail wire were replaced, and the console was restarted without resolution. The catheter was then replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.